Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 21-mar-2017. The most recent information was received on 22-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pelvic pain,especially on left; since placement'), device breakage ('remaining piece of essure') and allergy to metals ('allergy to nickel, copper, silver, tin, titanium and platinum') in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods with contractions"), adenomyosis ("adenomyosis"), dizziness ("light-headedness"), migraine ("migraines"), sinusitis ("recurrent sinusitis"), fatigue ("intense fatigue"), abdominal pain lower ("more and more violent lower abdominal pain") and uterine spasm ("haemorrhagic menstrual periods with contractions"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and complication of device removal ("remaining piece of essure"). The patient was treated with ibuprofen, paracetamol and surgery (essure removal, first operation on (B)(6) 2016, second operation on (B)(6) 2017 and removal of inserts on salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, allergy to metals, menorrhagia, adenomyosis, dizziness, migraine, sinusitis, fatigue, abdominal pain lower, uterine spasm and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, dizziness, fatigue, menorrhagia, migraine, pelvic pain, sinusitis and uterine spasm with essure (ess205). The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure (ess205). The reporter commented: events started a few months after placement of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: results lean towards delayed sensitization to nickel, copper, silver, tin, titanium and platinum. Ultrasound pelvis - in (B)(6) 2017: results: not provided. X-ray of pelvis and hip - on (B)(6) 2017: indication: search for a remaining piece of essure. Results: presence of a metallic opacity about a millimeter in size projecting opposite the median part of the sacral wing, corresponding to a remaining piece of essure. Quality-safety evaluation of ptc: lot number: d60144 (manufacturing date: 20-feb-2015 and expiration date: 28-feb-2018) sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2021: the case (B)(4), legacy device report num (2951250-2021-00817) was identified as duplicated and was transferred to this case. Essure model was updated from ess305 to ess205. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-mar-2017. The most recent information was received on 27-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pelvic pain,especially on left; since placement'), device breakage ('remaining piece of essure') and allergy to metals ('allergy to nickel, copper, silver, tin, titanium and platinum') in a 42-year-old female patient who had essure (ess205) (batch no. D60144) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods with contractions"), adenomyosis ("adenomyosis"), dizziness ("light-headedness"), migraine ("migraines"), sinusitis ("recurrent sinusitis"), fatigue ("intense fatigue"), abdominal pain lower ("more and more violent lower abdominal pain") and uterine spasm ("haemorrhagic menstrual periods with contractions"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) and complication of device removal ("remaining piece of essure"). The patient was treated with ibuprofen, paracetamol and surgery (essure removal, first operation on (B)(6) 2016, second operation on (B)(6) 2017 and removal of inserts on salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, allergy to metals, menorrhagia, adenomyosis, dizziness, migraine, sinusitis, fatigue, abdominal pain lower, uterine spasm and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, dizziness, fatigue, menorrhagia, migraine, pelvic pain, sinusitis and uterine spasm with essure (ess205). The reporter considered allergy to metals, complication of device removal and device breakage to be related to essure (ess205). The reporter commented: events started a few months after placement of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: results lean towards delayed sensitization to nickel, copper, silver, tin, titanium and platinum. Ultrasound pelvis - in (B)(6) 2017: results: not provided. X-ray of pelvis and hip - on (B)(6) 2017: indication: search for a remaining piece of essure. Results: presence of a metallic opacity about a millimeter in size projecting opposite the median part of the sacral wing, corresponding to a remaining piece of essure. Batch no d60144, production date 2015-02-20 , expiration date 2018-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2021: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-mar-2017. The most recent information was received on 27-mar-2021. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("intense pelvic pain,especially on left; since placement"), device breakage ("remaining piece of essure") and allergy to metals ("allergy to nickel, copper, silver, tin, titanium and platinum") in a 42 year-old female patient who had essure (ess205) inserted (lot no. D60144). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("remaining piece of essure"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016 she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("haemorrhagic menstrual periods with contractions"), adenomyosis ("adenomyosis"), dizziness ("light-headedness"), migraine ("migraines"), sinusitis ("recurrent sinusitis"), fatigue ("intense fatigue"), abdominal pain lower ("more and more violent lower abdominal pain") and uterine spasm ("haemorrhagic menstrual periods with contractions"). Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion medically important) and allergy to metals (seriousness criteria medically important and intervention required). The patient was treated with paracetamol and ibuprofen as well as surgery (removal of inserts on salpingectomy on (B)(6) 2016 and essure removal, first operation on (B)(6) 2016, second operation on (B)(6) 2017). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals and device breakage to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to dizziness, migraine, sinusitis, fatigue, abdominal pain lower, heavy menstrual bleeding, pelvic pain, adenomyosis or uterine spasm. The reporter commented: events started a few months after placement of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: results lean towards delayed sensitization to nickel, copper, silver, tin, titanium and platinum [ultrasound pelvis] in (B)(6) 2017: results: not provided [x-ray of pelvis and hip] on (B)(6) 2017: indication: search for a remaining piece of essure. Results: presence of a metallic opacity about a millimeter in size projecting opposite the median part of the sacral wing, corresponding to a remaining piece of essure batch no: d60144, production date: 2015-02-20, and expiration date: 2018-02-28. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, imdrf codes were amended. No new follow-up information was received from the reporter. Further company follow-up with the regulatory authority is not possible. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain,especially on left; since placement") in a female patient who had essure (batch no. D60144) inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods with contractions"), adenomyosis ("adenomyosis"), dizziness ("light-headedness"), migraine ("migraines"), sinusitis ("recurrent sinusitis"), fatigue ("intense fatigue"), abdominal pain lower ("more and more violent lower abdominal pain") and uterine spasm ("haemorrhagic menstrual periods with contractions"). The patient was treated with paracetamol, ibuprofen and surgery (removal of inserts on salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, adenomyosis, dizziness, migraine, sinusitis, fatigue, abdominal pain lower and uterine spasm outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, dizziness, fatigue, menorrhagia, migraine, pelvic pain, sinusitis and uterine spasm with essure. The reporter commented: events started a few months after placement of the inserts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09_may_2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: d60144 (manufacturing date: 20-feb-2015 and expiration date: 28-feb-2018) sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who had intense pelvic pain, especially on left since essure (fallopian tube occlusion insert) insertion. She was submitted to a salpingectomy and the devices were removed. Pelvic pain is anticipated in the reference safety information for essure. Abdominopelvic pain and abnormal menstrual bleeding may occur as a consequence of several gynecological conditions, including uterine fibroids and adenomyosis. In this particular case, in addition to pelvic pain consumer reported haemorrhagic menstrual periods and abdominal pain. She was also diagnosed with adenomyosis. This condition could be an alternative explanation for her symptoms. However, based on events' nature and essure safety profile, a contributory role of the suspect insert cannot be ruled out. This case was regarded as incident, since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect. A review of similar cases for the reported batch resulted in no unusual pattern identified. No active follow-up can be pursued.

Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain,especially on left; since placement") in a female patient who received essure (batch no. D60144). The occurrence of additional non-serious events is detailed below. In 2016, the patient started essure. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("haemorrhagic menstrual periods with contractions"), adenomyosis ("adenomyosis"), dizziness ("light-headedness"), migraine ("migraines"), sinusitis ("recurrent sinusitis"), fatigue ("intense fatigue"), abdominal pain lower ("more and more violent lower abdominal pain") and uterine spasm ("haemorrhagic menstrual periods with contractions"). The patient was treated with paracetamol, ibuprofen and surgery (removal of inserts on salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, adenomyosis, dizziness, migraine, sinusitis, fatigue, abdominal pain lower and uterine spasm outcome was unknown. The reporter provided no causality assessment for pelvic pain, menorrhagia, adenomyosis, dizziness, migraine, sinusitis, fatigue, abdominal pain lower and uterine spasm with essure. The reporter commented events started a few months after placement of the inserts. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who had intense pelvic pain, especially on left since essure (fallopian tube occlusion insert) insertion. She was submitted to a salpingectomy and the devices were removed. Pelvic pain is anticipated in the reference safety information for essure. Abdominopelvic pain and abnormal menstrual bleeding may occur as a consequence of several gynecological conditions, including uterine fibroids and adenomyosis. In this particular case, in addition to pelvic pain consumer reported haemorrhagic menstrual periods and abdominal pain. She was also diagnosed with adenomyosis. This condition could be an alternative explanation for her symptoms. However, based on events' nature and essure safety profile, a contributory role of the suspect insert cannot be ruled out. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No further information expected.